Event description:
During a pci treatment procedure, the symmetry balloon catheter became stuck in the sheath during withdrawal, and broke. The patient was asymptomatic during this event. The lesion being treated was in the right common iliac artery. The balloon was inflated one time to ten atms. When withdrawing the balloon catheter, it became stuck in the sheath, was pulled forcefully, and the catheter shaft fractured. The sheath, and both portions of the fractured balloon catheter were removed together and the procedure was completed successfully. No patient injuries or complications were reported. Patient status is reported as 'good.'